Event description:
It was reported that the safety slide on the drill does not function. The customer reported that the handpiece will operate in the safe mode. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the microchoice high speed drill was received for evaluation and during testing the reported problem was confirmed. The safety slide did not prevent the handpiece from operating when the lever was depressed. The cause of this failure was unable to be determined. Further investigation found rust like deposits in the cast stator, the rotor bearing worn, the cast stator sleeve with air blisters and peeling and the handpiece failed ground bond testing. This unit was last repaired in 2005. The instruction manual for this handpiece informs the user of the recommended service interval of every six months. Conmed linvatec will continue to monitor this product for this failure mode.